Event description:
It was reported that during a lap anterior resection procedure, the device was fired on the bowel for distal transection with gold reload for its second firing. It had previously been successfully fired with a white reload on the inferior mesenteric artery/vein. The surgeon reports after the second firing the tissue slips from the jaws prior to opening. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the handle cracked. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward the tissue stop during four consecutive firing sequences, causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining three clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the root cause of the advancer bypass issues. No conclusion could be reached as to what may have caused the found condition of the handle. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The clips fell into the patient but were removed. It was found that the handle of the device was cracked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.